Event description:
On (B)(6) 2020, #(B)(6) admitted in dou. Patient is trach and ventilator dependent. At 0425 patient ventilator (pb840) started alarming, ventilator alarm message " device failure" vent inop. Bag mask ventilation initiated, ventilator replaced with new pb840. FDA safety report ID# (B)(4).